Manufacturer narrative:
A review of the ai04844 analyzer service history identified no contributing factors on or around the date of the complaint. A product labeling review of the alinity ci-series operations manual and alinity I service documentation addresses safety hazards including physical and mechanical hazards, and safety awareness where hazards may exist. A cross functional team cft reviewed the complaint information and determined the adverse event was related to use error. The fse (field service engineer) had pulled open the vacuum and waste drawer for part replacement while the analyzer was in a stopped status and there is no indication of any instrument malfunction that caused or contributed to this incident. The injury to the fse¿s knee was not caused by any system malfunction. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. No systemic issue or deficiency of either the vacuum and waste draw slide or the alinity I analyzer were identified.

Event description:
The abbott field service representative (fsr) reported and hurt by the side of rails of vacuum drawer on side of right knee during the site visit for vacuum error issue on alinity I processing module. The fsr was replacing vacuum drawer and hit by the vacuum drawer rail on side of right knee. The injured area on knee was purple and swollen. The fsr went to local emergency room for medical evaluation. Due to flow of people at ER the fsr consulted the physician via video and provided prescription of antibiotic and recommended to used ice pack on injured area. The fsr is ok. There was no patient involvement and no harm to user reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The abbott field service representative (fsr) reported they was hurt by the side of rails of vacuum drawer on side of right knee, during the site visit for vacuum error issue on alinity I processing module. The fsr was replacing vacuum drawer and hit by the vacuum drawer rail on side of right knee. The injured area on knee was purple and swollen. The fsr went to local emergency room for medical evaluation. Due to flow of people at ER the fsr consulted the physician via video and provided prescription of antibiotic and recommended to used ice pack on injured area. The fsr is ok. There was no patient involvement and no harm to user reported.